Event description:
Some of the numbers are missing from the display and some of the lines are present. The batteries were recently replaced. A review of the system was conducted over the phone. The review could not be completed because the contact was not able to get the meter to power on. The contact was asked to return the meter for further evaluation and replacement was provided. The customer invited to call 24/7 with future questions/concerns.